Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the 4 way valve was contaminated, the pilot valve was sticking, the control panel was damaged, the tie wraps were installed, and the md hose clamp was installed.